Manufacturer narrative:
Device evaluation details: the device was visually inspected and the ring # 1 was observed dented, then, during the second visual inspection the joint between the electrode and the pebax was observed damaged. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, a scanning electron microscope (sem) testing was performed on the damage area and the results showed evidence of scratches on ring and mechanical damage on the surface of the pu margin. Also, an opening or gap between ring and pu margin can be observed, leaving the ring with no pu on its edge. It is possible that the damage was generated with an unknown object. No other anomalies were observed. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the damage on the electrode edge cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer¿s ref # (B)(4).

Event description:
It was reported a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab has identified an opening or gap between a ring and the polyurethane (pu) margin. It was initially reported that during the ablation procedure, the thermocool® smart touch¿ electrophysiology catheter had interference/noise. A second catheter was used to complete the operation. There was no report on adverse event on patient. On 3/19/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found ring 1 is indented. This finding was not considered MDR reportable since there was no indication that the integrity of the device was compromised. On 6/5/2019, during a second visual analysis, the catheter was inspected and it was found the second electrode dented and observed damage between join ring and pebax. On 6/5/2019, further testing was performed including a scanning electron microscope (sem) analysis. Sem analysis revealed showed evidence of scratches on ring and mechanical damage on the surface of the pu margin. Also, an opening or gap between ring and pu margin can be observed, leaving the ring with no pu on its edge. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The findings discovered on 6/5/2019 were reviewed and assessed as MDR reportable malfunctions since these showed that the integrity of the device is compromised.